Event description:
It was reported that night staff discovered the tubing had disconnected from the meter. It was also reported a graduate nurse discovered a wet bed in the morning and realized the drainage tubing had disconnected form the urine meter container.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was stated the device was used on a patient and the device was replaced with a competitors product. A final quality evaluation was performed on (B)(4) 2014. It was stated the device history record (DHR) cannot be reviewed, because the lot is unknown. The most possible root cause was identified as operator mistake during assembling and gluing process. Operators will be retrained. It was also stated according to the risk management file, the device can be used for up to seven (7) days. The complaint file reported that the device was used for thirteen (13) days, thus the device was used longer than it should have been. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Convatec will continue to observe for trends regarding these complaint types.